Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image showed a b30 scope communication error code. Scratches were observed on the tip metal section. Based on the results of the investigation and historical data, a possible cause of the scope communication error code was electrical problems. A possible cause of the scratch on the tip metal section was stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that an e216 scope communication error code was received when using the deflectable videoscope. The issue occurred during preparation for use. There were no reports of patient involvement.